Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-10. H6: investigation summary: one photo and one loose safetyglide needle assembly was received and evaluated. It was observed that the safety mechanism was activated, and the hub was broken. There was a small v-shape portion of the hub missing that appeared to be broken off, which was rejectable per product specification. Potential root cause for broken hub defect is associated with the needle supplier¿s manufacturing process. The sample and photo was forwarded to the needle supplier for further evaluation and investigation. The sample was shown to the operators and set ups. They reported never seen before any part damaged like the sample during their inspections. Probable root cause is unknown. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw leaked. The following information was provided by the initial reporter: we have been informed by our customer that the syringe is leaking. The injection was done by a nurse. The affected syringe with needle was returned to us. We examined it and have separated the needle from the syringe body. The damaged luer lock is used in two parts. The green connector of the safety needle is also notched. Please carry out the following checks: - sample investigation (if you need the samples) - possible breakage of the green connector of the safety needle according the pictures - possible material error (safety needle/green connector) as root cause for the complaint - recurrence of similar complaints - batch record review (afety needle batches) - retain sample check (saftety needle batches) - capas.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw leaked. The following information was provided by the initial reporter: we have been informed by our customer that the syringe is leaking. The injection was done by a nurse. The affected syringe with needle was returned to us. We examined it and have separated the needle from the syringe body. The damaged luer lock is used in two parts. The green connector of the safety needle is also notched. Please carry out the following checks: - sample investigation (if you need the samples) - possible breakage of the green connector of the safety needle according the pictures - possible material error (safety needle/green connector) as root cause for the complaint - recurrence of similar complaints - batch record review (afety needle batches) - retain sample check (saftety needle batches) - capas.